Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 536 mg/dl and was corrected via manual injection. Customer also reported high ketones. Reportedly, the customer had an alternate pump available for insulin therapy.